Event description:
Two amphirion deep pta balloon catheters were used to treat the occlusion and high grade stenosis in the left anterior tibial artery approximately 23 months post index procedure. A dissection after vessel rupture was reported on the same date. The investigator indicated that the dissection event was not related to the device. Approximately 25 months post the index procedure, amputation of left digitus 5 was carried out due to necrosis. The investigator indicated that the event was not related to the device/procedure. The following day, a revascularization of the anterior tibial artery was carried out. An amphirion balloon was used to treat the lesion. The investigator indicated that the event was not related to the device /procedure. Occlusion of the left anterior tibial artery was reported approximately 26 months post index procedure which was treated with an in.pact amphirion paclitaxel-eluting pta balloon catheter. Investigator has assessed that the event was not related to the device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection, occlusion). Evaluation conclusions: inherent risk of procedure ¿ (dissection, occlusion). (B)(4).